Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user restarted ilet pump therapy after a period off therapy and experienced hypoglycemia on the first night back, with a reported glucose nadir of 45 mg/dl and no associated symptoms; the user self-treated with six glucose tablets and was advised to confirm low readings with a blood glucose meter and to complete additional training. Symptoms included asymptomatic hypoglycemia. Outcomes included temporary low glucose for about one hour without medical intervention or ketone testing. Investigation included customer care troubleshooting and user education. Investigation of this case revealed no device malfunction identified and the cause of the hypoglycemia remained unclear after review of the reported use conditions. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.